Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due disconnection of the thermal fuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lamp would not light during the evaluation. Additionally, the fan was not spinning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the lamp on his olympus halogen light source was not powering on during preparation for a diagnostic procedure. According to the initial reporter, a spare bulb was tried, and still no success. There was no patient harm reported as a result of this event.